Manufacturer narrative:
Device not returned to the manufacturer for evaluation.

Event description:
It was reported that the lid of the aseptic housing opened up during a procedure at user facility which can expose a non-sterile battery to the surgical site. The procedure was completed with the same device with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the lid of the aseptic housing opened up during a procedure at user facility which can expose a non-sterile battery to the surgical site. The procedure was completed with the same device with no delay; no adverse consequences or medical intervention were reported.